Event description:
The report received from the field indicated that the 150 cm. Sleek 2.5 x 22 balloon catheter (bc) would not deflate. The bc had to be dragged back to the sheath and burst in order to remove it. The target lesion the tibial artery. The lesion was reported to not be calcified or tortuous. The lesion was not pre-dilated. The physician was not able to cross the lesion with another device. There was no reported patient injury. Additional information has been requested.